Manufacturer narrative:
Manufacturing evaluation: the valve was received submersed in an unidentified liquid in a plastic container. Visual inspection - scratches and a deformation of the outer housing of the prosa valve were observed through the visual inspection. Additional scratches were observed on the housing of the progav but no other damage or deformations. Bloody residue was observed inside the control reservoir. The prosa valve housing was subsequently measured and confirmed the presence of a deformation, outside the tolerance. Permeability test - results have shown that the prosa valve has a blockage and that the progav is permeable. Adjustment test - the valves were tested and were adjustable to all specified pressures. Braking force and function test - the results have shown that the brake function is operational in both valves and that the braking force of each valve is within the given tolerances. Computer controlled test - the results showed that valve was not operating within acceptable tolerances. Results - after the tests, we have dismantled the valves. Inside the valves we found visible build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. Both valves were adjustable to all pressure settings. However, it is possible that the deposits observed inside the valves could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus (hc) therapy by shunt implants. The cause of the deformation of the valve could not be determined through our investigation. Significant ourside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exlude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Section a - patient information - height cm: 170.

Event description:
It was reported that the prosa hydrocephalus valve was not adjustable the patient originally underwent implantation on (B)(6) 2017. Sometime later, it was noted that the valve was not adjustable. Explant of the device occurred on (B)(6) 2019. Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.